Manufacturer narrative:
Results: as received the ipg was non-responsive. The reported complaint cannot be analyzed as this is considered to be a user error. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt could not establish communication between his ipg and his charger. It was also reported that the pt has not charged his system in an extended time period. Subsequently, surgical intervention was undertaken and the pt's ipg was explanted and replaced. The pt reported effective stimulation postoperatively.